Manufacturer narrative:
Initial reporter phone#: (B)(6). Initial reporter fax#: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported bd plastipak¿ syringe contained foreign matter. The following information was provided by the initial reporter: "...the sediment could have not been introduced during compounding as it was a straight draw up from a heparin vial. This seems to be broken down rubber from the bung."

Event description:
It was reported bd plastipak¿ syringe contained foreign matter. The following information was provided by the initial reporter: "...the sediment could have not been introduced during compounding as it was a straight draw up from a heparin vial. This seems to be broken down rubber from the bung."

Manufacturer narrative:
H.6. Investigation: one photo was provided to our quality team for investigation, no physical sample was available to return. Through visual inspection, a black sediment is observed, however, the syringe is not visible. A device history review was performed for the reported lot 2111082, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Without the physical sample to evaluate and identify the composition of the black particles, the origin cannot be identified therefore a root cause cannot be determined at this time. Retained samples from the same lot and reference have been requested in order to perform investigation. Upon visual inspection of the ten retained samples no foreign matter can be observed inside or outside the fluid path of the syringes.